Manufacturer narrative:
Philips service replaced the spc1 and restored the device to normal operation. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the propeller drive experienced a short circuit and the c-arm movement failed on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.